Event description:
Since having essure implanted, I have suffered from severe abdominal pains in my right side. These come and go in intensity, worsening around the time of my period. I often now produce cysts on my right ovary. My weight gain (despite a diet near 1,200 calories per day that is offset with intense exercise at least 3 days per week) has been consistent. The bloating that occurs from wake-up to late afternoon/early evening is equivalent to watching 5 months of pregnancy in 8 hours.